Manufacturer narrative:
H3/h6: one used device received for evaluation. The device was visually inspected. There were no damages or anomalies observed. The functional inspection was performed. The tracheal tube was filled with 20ml of air using an ICU medical provided syringe. Both the trach cuff and pilot balloon inflated successfully. The trach was then checked for leakage. The trach inflation line and cuff were submerged in water. A channel leak was observed from the cuff weld. The complaint of cuff leakage can be confirmed. The probable cause is due to a cuff welding error. The device history record was unable to be reviewed as no lot number was provided.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the patient was intubated in the op room, transported to the ICU after the surgery, and performed respiratory management with an artificial respirator, a leak alarm occurred, and when investigated, it was confirmed that there was a leak of air found from the top of the cuff of the inner tracheal tube. The event occurred during the patient use. There was no adverse event.